Event description:
It was reported that the preparation of a fox sv balloon was done using negative pressure, but not pre-soaked according to IFU. During the pre-dilatation of a moderately calcified, moderately tortuous, distal superficial femoral artery, the fox sv balloon ruptured at an unknown pressure. The fox sv balloon was removed without resistance and another smaller fox sv (3.0x100) balloon was used to dilate the lesion successfully. There were no adverse patient effects or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) -did not pre-soak balloon according to IFU. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Pre-soaking the fox sv balloon prior to use is not required in the device instructions for use.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The rupture was able to be confirmed. Based on a visual, functional, and scanning electron microscope imaging inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.